Event description:
During placement of the endovascular iliac leg grafts, the physician noted that the planned devices would not achieve the desired landing site in the iliac artery. An iliac leg graft was used to extend the contralateral leg and land the device at the intended location in the iliac artery. Since the measurements of leg length for both the ipsilateral and contalateral side was mis-calculated, the physician used available components to best resolve the situation. An iliac extension was used to extend the limb of the main graft and land the initial device at the desired location. Final angiogram did not view any signs of an endoleak.